Event description:
It was reported that when using the bd pyxis¿ es server, pyxis had critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the critical override on all pyxis systems. A technical support specialist (tss) ran critical override history and confirmed the station exited critical override due to inbound delay, restarted windows time services, verified the station was no longer in critical override. The tss restarted data synchronization and external message services and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.